Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis. Customer was wearing the device at the time of admission with a blood glucose of 260 mg/dl. Blood glucose was 113 mg/dl and treated with injection. Customer experienced symptoms related to their high blood glucose such as nausea and vomiting. Customer was treated with insulin drip. Troubleshooting for high blood glucose was not performed. The insulin pump was not replaced or returned for analysis.